Event description:
A patient with a history of diabetes and coronary artery disease was receiving v.a.c. Therapy on a lower right venous leg ulcer. V.a.c. Therapy was initiated in 2008. It was reported that at the time v.a.c. Therapy was initiated, the wound was oozing bright red blood. Two days later, during a dressing change, the nurse stated the foam was removed by pulling at which time the wound was described as having copious amounts of congealed blood. Pressure was applied to the wound and the patient was transferred to the hospital. According to the nurse, approximate blood loss was 250 ml. At the hospital, a pressure dressing was applied and the patient returned home. Subsequently, the patient was transfused with two units of packed red blood cells thirteen days later, due to weakness.

Manufacturer narrative:
V.a.c. Labeling warns "patients without adequate wound hemostasis have an increased risk of bleeding, which if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding. Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy." V.a.c labeling also states "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound.